Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent button response due to moisture damage at the keypad traces. The unit was received with a cracked case at the display window corners, display window and belt clip slot. The insulin pump received with a minor scratched liquid crystal display window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error while she was walking with her son outside. The customer's blood glucose was 70 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.